Event description:
Endotracheal tubes (ett) with yellow side suction port are experiencing micro leaks and ruptured cuffs requiring patient reintubation or tube exchange. This is occurring with a variety of ett sizes.